Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 08-nov-2022. The device evaluation was completed on 15-nov-2022. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality test, and sem analysis of the returned device were performed in accordance with bwi procedures. Visual analysis revealed reddish material inside the pebax. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. No magnetic issues were observed. A sem (scanning electron microscope) study was performed, and mechanical damage and a hole was observed on the pebax surface; however, the root cause of the damage on the pebax could not be conclusively determined. On the other hand, it was concluded that it occurred outside the bwi manufacturing facilities and could be related to the failure described by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30887062l, and no internal action was found during the review. The magnetic sensor issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish material inside the pebax. Initially, it was reported that the carto 3 system displayed a magnetic sensor error 105 when the catheter was plugged into the piu. They reseated the catheter with no resolution. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequences were reported. The magnetic sensor error was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis revealed reddish material inside the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is on (B)(6) 2022.